Manufacturer narrative:
The issue was resolved after the ise drain ports were cleaned. The investigation determined the issue was related to contamination of the drain port.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The customer replaced the reagent bottles. The electrodes were replaced on 08-apr-2023. The reference electrode was replaced in (B)(6) the ise drain ports were cleaned. H3 other text : na

Event description:
The initial reporter questioned the results for "several" patient samples tested for ise indirect na for gen.2 on a cobas 8000 ise module. The customer provided examples of discrepant results for 4 patient samples. Patient 1 initial result from line 2 of the ise module was 126 mmol/l. The repeat from line 1 of the ise module was 135 mmol/l. This sample was also repeated on a different ise module with a result of 135 mmol/l. Patient 2 initial result from line 2 of the ise module was 130 mmol/l. The repeat from line 1 of the ise module was 140 mmol/l. Patient 3 initial result from line 2 of the ise module was 134 mmol/l. The repeat from line 1 of the ise module was 142 mmol/l. Patient 4 initial result from line 2 of the ise module was 133 mmol/l on (B)(6) 2023. The repeat from line 1 of the ise module was 139 mmol/l on (B)(6) 2023. No questionable results were reported outside of the laboratory.